Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. Complaint summary: products have been returned to biomet UK ltd for evaluation and forwarded to the complaints processing unit for investigation. The complaint states: it was reported that black plastic piece of oxford impactor fell apart while surgeon was impacting the tibial implant. No piece fell inside the patient. No additional information available. This event occurred during surgery. No health consequences or impact. Review of product could not confirm that the oxford uni ph3 tib impactor driving head is fractured as described by reported event due to the component not being returned. It can only be confirmed that the component is missing. Visual inspection of the returned product confirms that there is general wear and tear on the surface of the instrument which is in line with repeated use and time in field (approximately 12 years). However, the reported event could not be confirmed as the driving head component was not returned with the top level finished part. Dimensional check was not carried out as the reported component was not returned and dimensional non-conformance does not have any impact on the reported event. No assembly checks were carried out as component in the reported event was not returned. Review of material certificates from ensinger confirms that ppsu is conforming to standards, specification and was annealed prior to shipment to zb. The zimmer biomet certificate of conformance confirms that the raw materials was internally processed and verified on receipt to be in conformance to specification. The root cause cannot be confirmed with the available information, however having only been in the field for approximately 12 years, the most likely root cause is that the driving head was damaged due to user mishandling during reprocessing. IFU 5401000246_instrument cleaning states: instruments should be handled with care and the all instruments should be visually checked for damage and wear & that damaged instruments should be discarded or returned to biomet for repair, as appropriate. The controls outlined within the reusable instrument lifespan manual informs the user of the following inspection and testing instructions to ensure the condition of the instruments are regularly monitored and assessed during the reprocessing operation: inspection/function testing: while loading instruments into their respective instrument cases after cleaning and prior to sterilization, reference the manual and follow the instructions below. Instruments should be inspected for completeness and function. Inspection includes: checking instruments that form part of a larger assembly or assemble with mating components. Checking internal mechanisms such as o-rings, springs, and subcomponents, if the device is intended to be disassembled for proper reprocessing. Actuating moving parts such as hinges/joints and moveable features such as handles, ratcheting, couplings, and sliding parts. Inspecting for all forms of wear outlined in this manual. Results of assembly, actuation, and extent of all forms of wear should be considered in determining whether an instrument is suitable for use. If the reusable instrument is determined no longer suitable for use or if the suitability for use is still in question after inspecting the instrument and referencing the reusable instrument lifespan manual, initiate the process to return the instrument(s) to the manufacturer. A review of the manufacturing history record confirms that all operations and required inspections were carried out as per specification and suggests that the product left zb conforming to specification. A review of the sterility certificate was not required as the instrument was supplied as unsterilized. A review of the complaint database did not show any CAPA or hhed associated to this complaint category. Both the severity and occurrence of the reported event are in line with the risk file. No harm to patient has been reported. The item was distributed conforming. Adequate instructions are provided to ensure the instrument is reprocessed correctly. No corrective actions are required at this time. The hazard and reported harm are covered by the risk file and the severity/occurrence and the risk scores are within acceptable limits. The overall risk is considered to be low. CAPA: no corrective or preventive action required at this time. If any further information is found which would change or alter any conclusions or information, a supplemental will be submitted accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that black plastic piece of oxford impactor fell apart while surgeon was impacting the tibial implant. No piece fell inside the patient.

Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that black plastic piece of oxford impactor fell apart while surgeon was impacting the tibial implant. No piece fell inside the patient.